Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon burst. No damage found on the catheter of the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled or manipulated, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon could have resulted in the damage found on the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a leak was noted on the balloon. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon was ruptured; therefore, this is now an MDR reportable event.